Manufacturer narrative:
(B)(4). During the eval of the sample, a secondary assembly failure was found. However, the assembly failure did not attribute to the reported condition.

Event description:
Procedure type: prostatectomy. According to the rptr: the balloons ruptured into fragments. One piece retrieved, however, they were unable to determine if all the pieces were retrieved from the pt. No adverse effects at this time. Approximately 30-45 attempting to retrieve fragments, one fragment retrieved with lap video. No pt injury was reported.